Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a decentered suction ring interiorly on the left eye. During flap placement, it was noted that the flap was decentered but flap creation was continued. By doing so, the canal was cut short an did not have proper gas ventilation which caused opaque bubble layer (obl) at the hinge area but did not interfere with tracking. During flap lift, it was noted to be sticky and difficult to lift at the obl site. The doctor tried to free and loosen up the stickiness with a spatula and weck cell. Treatment was successful but when the flap was laid back down, an abrasion or tear was seen. A clear bandage contact lens was placed on the eye. Additional information received states the patient is doing well.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. According to the treatment report the reported treatment could be linked to the last treatment on that day. During the reported treatment no abnormalities can be identified and the treatment was finished with good suction values and the energy was stable with no abnormalities. The user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user renewed the energy check but not in the required time range so the reported treatment was performed out of the required time range to the last energy check. According to the user manual the user has to perform an energy check manually at least after 120 minutes. No technical root cause was identified as the system was found to be within specifications. (B)(4)